Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens and there was pt contact. An anterior vitrectomy was performed and an anterior chamber lens was implanted. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.